Event description:
It was reported that a patient underwent a vitrectomy of right eye procedure on (B)(6) 2022 and suture was used. During the surgery, the needle was fixed on the eyeball with suture. The needle broke into two sections. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the needle was fixed on the eyeball with suture"? Could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. Did the needle fall into the patient? If applicable was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-07726.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/13/2022. H6 component code: g07002 no device returned. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * what do you mean by " the needle was fixed on the eyeball with suture"? - translation issue, it should be "use the sutures to secure the eyeball' * could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. - the op was prolonged a bit. *did the needle fall into the patient? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via 2210968-2022-07726.